Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. (B)(4). Post market vigilance (pmv) received one gia 80-3.8mm single use loading unit tyvek label. The product will expire on 2021-12. The tyvex label was cut in half. No sulu was returned.

Event description:
According to the reporter: occurred during a laparoscopic colectomy. During the second firing for a functional end-to-end anastomosis, some of the staples were stacked onto tissue. Multiple staples were fired on the same place in the tissue. Surgical time was extended by 30 minutes or more. To complete the procedure, another device was used. No patient injury. Patient status is no problem.